Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high threshold measurements, noise, oversensing and pacing inhibition for less than two seconds of asystole. An invasive procedure was performed. The lead was surgically abandoned and replaced and the pacemaker remains implanted and in service. No additional adverse patient effects were reported.